Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device tried to perform an out-of-clinic capacitor maintenance. Long charge time was observed and the capacitor maintenance failed. A capacitor maintenance was performed in clinic with in-range results. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.